Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of the event is unknown. The date entered in section b3 is based on the customer report of "day 1 use" all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care device. The customer received high scan results of 306 mg/dl compared to readings of 112 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was three 3 days. There was no report of death, serious injury, or mistreatment associated with this event.